Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During ablation of the left superior pulmonary vein (the 2nd ablation of the cryoablation procedure), a marked drop in blood pressure was observed in the arterial line. After reviewing intercordal echo, it was determined that a significant amount of fluid was present in the pericardial sack. A pericardiocentesis was performed and the patient was taken to the cvor where a tear in the roof of the left atrium was repaired. The patient is expected to make a full recovery. Additional procedure note: just after transeptal access, the patient's laryngeal mask airway (lma) was removed in favor of intubating the patient. The drop in blood pressure was noticed just after the patient was intubated. Device 3 of 3, reference MFR report: 3002648230-2014-00174 and 3002648230-2014-00175.